Manufacturer narrative:
A pinhole leak was identified in the cuff shell proximal to the cuff backing. The damage is consistent with wear at a corner of a fold. Product analysis concluded a device malfunction as the most probable cause of the event, as the cuff leak identified would cause the cuff to malfunction, leading to the recurring incontinence issue. Based on this investigation, the investigation conclusion code cause traced to component failure was chosen because a cuff malfunction was identified through product investigation and found to be the most probable cause of this event. The product analysis results, and event report provided no objective evidence that would warrant further no escalation. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon.

Event description:
It was reported that the patient had a procedure to replace an artificial urinary sphincter(aus) device due to recurring incontinence. The patient travelled in a 4wd on a road trip and suddenly experienced a loss of continence. When the original cuff was explanted a leak in the cuff was confirmed causing the entire aus system to not work. A patient outcome was not reported.

Event description:
It was reported that the patient had a procedure to replace an artificial urinary sphincter(aus) device due to recurring incontinence. The patient travelled in a 4wd on a road trip and suddenly experienced a loss of continence. When the original cuff was explanted a leak in the cuff was confirmed causing the entire aus system to not work. A patient outcome was not reported.